Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter. No test strips were returned for evaluation. An in-house testing was performed using the returned meter with the in-house contour next test strips from lot # 8kpef02b, which gave satisfactory performance. All blood readings obtained during in-house testing were properly marked in meter's memory.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. An in-house testing was performed using the in-house contour next link 2.4 meter with in-house contour next test strips from lot # 8kpef02b, which gave satisfactory performance. All blood readings obtained during in-house testing were properly marked in meter's memory.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The advocate from (B)(6) reported that the customer performed a blood glucose test on his contour next link 2.4 meter and obtained a reading of 3.6 mmol/l at 6:36 p.m. The customer had no symptoms of hypoglycemia. The meter automatically marked it as a control test, so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.